Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:seroma late.

Event description:
Healthcare professional reported left side "bia-alcl was suspected" and "sense of distension and accumulation of seroma was observed". Histopathological markers are now provided but not specific (cd30 negative), therefore bi-alcl is not confirmed. The device remains implanted.